Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma : unable to observe since it is a medical event and is not related to the device. Pain : unable to observe since it is a medical event and is not related to the device. Capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: red particle observed on the device. Deformation observed on the device. Crease fold observed on the device.

Event description:
Healthcare professional reported right side pain, seroma, and capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Health effect - impact code continued: f2201 - biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, seroma, capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side pain, seroma, and capsular contracture baker grade iii. Device has been explanted and replaced.